Event description:
It was reported the patient presented to the hospital for a scheduled procedure. The left ventricular (lv) lead had dislodged upon slitting the introducer. The lv lead was removed and replaced with a competitor lead. The patient was discharged with no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.